Event description:
The customer reported to olympus that during preparation for use an image abnormality of the ultrasonic probe was discovered. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: there is leakage of ultrasonic medium due to the perforation of the tip sheath. This report is being submitted for the malfunction found during evaluation (liquid leakage).

Manufacturer narrative:
The device was returned to olympus and the customer¿s complaint was confirmed, the ultrasonic image is not drawn normally. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that an event has occurred in which the ultrasonic image is not rendered normally because the ultrasonic wave cannot be transmitted normally due to the leakage of the ultrasonic medium caused by the perforation of the tip sheath and due to the decrease in the ultrasonic medium and the bubbles entering the inside. It is presumed that a hole was made in the sheath at the tip due to some external force, leading to leakage of the ultrasonic medium. Olympus will continue to monitor field performance for this device.